Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-may-2023. H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and attempted to flush. The set was unable to be flushed. Visual inspection under a microscope showed excess solvent near the male luer. A device history record review for model mp5301-c lot number 23039020 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: extension set would not flush when attempting to prime

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: extension set would not flush when attempting to prime.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.